Event description:
The pt's mother reported the pt began using a new type of insulin infusion set in 2008. She stated on five days later, the pt received a "clogged pump" message on his insulin infusion device [competitor product]. She said she disconnected the pt from the device and "shot insulin through" without error. She said on 4/1/08 when she was changing the headset she noticed "black stuff" in the tubing. The pt's mother described it as looking like mold or a charcoal like substance. She said she changed the tubing and is now (the following month) noticing the same thing in the current tubing. The pt's mother was advised to change the infusion headset every 2 days and the tubing every 6 days. No blood glucose concerns were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.